Event description:
In 2006, nellcor puritan bennett received a report of dimension issues on a 8.0mm hi lo evac endotracheal tube. The caller is reporting that 4 patients developed stridor following intubation. The caller reported that the patients were extubated due to the amount of swelling. The caller did not have detailed information regarding the claim of 4 reports therefore, nellcor is attempting to gather clinical information related to this report.